Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device relative to an interventional procedure. Reportedly, no blood flow occurred from the marker lumen. Additionally, when trying to release the needles, there was no fixation on the wall, thus not releasing the sutures [suture malposition]. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6 - device code 2017 clarifier - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported blocked marker lumen was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2616, 2017 removed.

Event description:
Subsequently to the initially filed MDR, additional information was received via returned device analysis. The proglide device was returned in the pre-deployed position. No suture malposition occurred. No additional information provided.